Event description:
It was reported that during procedure the laser console shut off after plugging in the fiber into port. The procedure was not completed, there was no patient complication. This event is being reported for aborted/cancelled procedure with a patient under anesthesia or sedation is unknown.

Manufacturer narrative:
The console or components were not returned for analysis. However, the console was evaluated by a field service engineer (fse) at the customer site. During functional evaluation of the console, there was found that the voltage harness was loose. Therefore, the reported allegation was confirmed leading to the reported event. After performed the harness reseating, the issue was resolved, and the unit was within specification. The malfunction found could have affected the device performance leading to the event experienced by the customer. No further issues were identified during service, and the console was confirmed to be fully functional after reseating. A device history record review, risk review and labeling review were not performed. Based on review of all information available and analysis results, a conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that during procedure the laser console shut off after plugging in the fiber into port. The procedure was not completed, there was no patient complication. This event is being reported for aborted/cancelled procedure with a patient under anesthesia or sedation is unknown. Event 2 of 2.